Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and confirmed that the device gave an error indicating that the system would not boot and that it was stuck at the intel boot agent reboot loop. Review of the log files showed empty battery or disk bay related issue. Upon troubleshooting action, rse checked the system was not recognizing the host pc hard drive and is trying to boot from a network device. Rse removed the drive cover for the host pc and reseat the hard drive. When the system was powered on, the drive bay hard drive light was off. Rse could not resolve the issue remotely and required onsite support. As a part of repair activity fse replaced the host pc and hard drive after some days. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code grid was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not boot and that it was stuck at the intel boot agent reboot loop. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and hard drive which returned the device to expected functionality.